Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Correction : describe event or problem, FDA notified?. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that there was an over infusion of pitocin to a pregnant patient prior to giving birth. At approximately 1240 an infusion of pitocin was initiated at a dose of 2mu/ minute (2ml / hour). In addition, the patient was receiving lactated ringer at a rate of 125ml / hour. "A few minutes" later, a clinical noted the pitocin was infusing faster than expected and stopped the infusion. The patient reported increased cramping and three late decelerations in fetal heart rate where noted following the incident. The patient was repositioned. The clinician indicated no harm to the mother or child as a result of this incident. The clinician indicated there were no complications with the delivery. Received a copy of the customer's medwatch report from FDA which states, ¿alaris IV (intravenous) pump noted to be running significantly faster than the programmed rate of 2ml/hr for pitocin."

Event description:
It was reported that there was an over infusion of pitocin to a pregnant patient prior to giving birth. At approximately 1240 an infusion of pitocin was initiated at a dose of 2mu/ minute (2ml / hour). In addition, the patient was receiving lactated ringer at a rate of 125ml / hour. "A few minutes" later, a clinical noted the pitocin was infusing faster than expected and stopped the infusion. The patient reported increased cramping and three late decelerations in fetal heart rate where noted following the incident. The patient was repositioned. The clinician indicated no harm to the mother or child as a result of this incident. The clinician indicated there were no complications with the delivery.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.